Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed the event occurred because the video function did not work properly due to faulty cable. However, the specific root cause of the faulty cable could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair evaluation confirmed the customer¿s reported problem, ¿image was going in and out, now it does not work at all" as the problem was isolated and found to be due to a defective cable unit. The cable has a kink/knot and is attributing to a flickering image. The cause of the kink/knot is unknown. However, the investigation is ongoing. If additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus was informed that the customer high-definition autoclavable camera head¿s ¿image was going in and out, now it does not work at all¿. The customer¿s reported problem was found during a diagnostic procedure. No death or injury was reported.